Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
As reported, during patient care, the autopulse platform displayed an unspecified error code and would not start the compressions. Per a reporter, the lifeband was not seating correctly not allowing the platform to start the compressions. The crew reverted to manual CPR. No consequences or impact to patient information was reported. For autopulse lifeband issue see MFR 3010617000-2020-00008.

Manufacturer narrative:
The report of the autopulse platform displayed an unknown error message and the lifeband not seating correctly not allowing the platform to start the compressions was confirmed during the initial functional testing and the archive data review. The platform displayed a user advisory (ua) 12 (lifeband not present) error message when the customer lifeband was connected to the platform. The root cause for the reported complaint was due to broken lifeband belt clip. No physical damaged was observed during visual inspection of the autopulse platform. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The archive data was reviewed and contained user advisory (ua) 12 error message around the reported event date, thus confirming the reported complaint. In addition, the archive date showed the presence of the ua 45 error message around the reported event date, unrelated to the reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. User advisory (ua) 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua 45 error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Following the service, the platform was tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial number (B)(6).